Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the test well images on the echo. Batch 30870 extend I (B)(4) 2014 20:30 (B)(4); echo generated negative results for all cells. Cells 11 and 12 visually appear weak positive. The remaining cells visually appear negative. Batch 30885 (repeat) extend I (B)(4) 2014 11:22 (B)(4); cell 9 negative visually appears positive; cell 10 negative visually appears weak positive; cell 11 2+ visually appears positive; cell 12 2+ visually appears positive; cell 13 1+ visually appears positive; cell 14 equivocal visually appears positive. Negative well interpretations that visually appear positive are addressed in (B)(4).

Event description:
On (B)(6) 2014, a customer reported unexpected negative results when testing a sample with capture-r ready ID extend I on the galileo echo.